Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, after implantation of the subject device, the physician was not able to use the "program" button, but it was possible to go from one screen to another. Then, a message announcing that the ICD was switching to backup mode was displayed. After clicking the ok button, a message appeared asking for the device reset. Then, the reset was accepted by the user but warnings messages related to communication errors were displayed. The rf communication was not used at that time, and the interrogation was taking place in a usual area (no know external interferences). Upon interrogation with a second programmer, reset was still not possible due to lack of communication. Re-interrogation of the device with the first programmer by using the inductive telemetry led to the same situation, the reset was not possible because of communication errors. It was also reported that programming the implanted device in safety mode failed. The patient left the clinic with this ICD programmed in backup mode (not optimized in this case). Preliminary analysis of provided data revealed that the normal functioning of ICD cannot be guaranteed. The device was reportedly explanted.

Manufacturer narrative:
Preliminary analysis of returned device confirmed absence of pacing and presence of overconsumption. The device was manufactured in conformance with the applicable procedures.

Event description:
Reportedly, after implantation of the subject device, the physician was not able to use the "program" button, but it was possible to go from one screen to another. Then, a message announcing that the ICD was switching to backup mode was displayed. After clicking the ok button, a message appeared asking for the device reset. Then, the reset was accepted by the user but warnings messages related to communication errors were displayed. The rf communication was not used at that time, and the interrogation was taking place in a usual area (no know external interferences). Upon interrogation with a second programmer, reset was still not possible due to lack of communication. Re-interrogation of the device with the first programmer by using the inductive telemetry led to the same situation, the reset was not possible because of communication errors. It was also reported that programming the implanted device in safety mode failed. The patient left the clinic with this ICD programmed in backup mode (not optimized in this case). Preliminary analysis of provided data revealed that the normal functioning of ICD cannot be guaranteed. The device was reportedly explanted.

Event description:
Reportedly, after implantation of the subject device, the physician was not able to use the "program" button, but it was possible to go from one screen to another. Then, a message announcing that the ICD was switching to backup mode was displayed. After clicking the ok button, a message appeared asking for the device reset. Then, the reset was accepted by the user but warnings messages related to communication errors were displayed. The rf communication was not used at that time, and the interrogation was taking place in a usual area (no know external interferences). Upon interrogation with a second programmer, reset was still not possible due to lack of communication. Re-interrogation of the device with the first programmer by using the inductive telemetry led to the same situation, the reset was not possible because of communication errors. It was also reported that programming the implanted device in safety mode failed. The patient left the clinic with this ICD programmed in backup mode (not optimized in this case). Preliminary analysis of provided data revealed that the normal functioning of ICD cannot be guaranteed. The device was reportedly explanted.

Event description:
Reportedly, after implantation of the subject device, the physician was not able to use the "program" button, but it was possible to go from one screen to another. Then, a message announcing that the ICD was switching to backup mode was displayed. After clicking the ok button, a message appeared asking for the device reset. Then, the reset was accepted by the user but warnings messages related to communication errors were displayed. The rf communication was not used at that time, and the interrogation was taking place in a usual area (no know external interferences). Upon interrogation with a second programmer, reset was still not possible due to lack of communication. Re-interrogation of the device with the first programmer by using the inductive telemetry led to the same situation, the reset was not possible because of communication errors. It was also reported that programming the implanted device in safety mode failed. The patient left the clinic with this ICD programmed in backup mode (not optimized in this case). Preliminary analysis of provided data revealed that the normal functioning of ICD cannot be guaranteed. The device was reportedly explanted.

Event description:
Reportedly, after implantation of the subject device, the physician was not able to use the "program" button, but it was possible to go from one screen to another. Then, a message announcing that the ICD was switching to backup mode was displayed. After clicking the ok button, a message appeared asking for the device reset. Then, the reset was accepted by the user but warnings messages related to communication errors were displayed. The rf communication was not used at that time, and the interrogation was taking place in a usual area (no know external interferences). Upon interrogation with a second programmer, reset was still not possible due to lack of communication. Re-interrogation of the device with the first programmer by using the inductive telemetry led to the same situation, the reset was not possible because of communication errors. It was also reported that programming the implanted device in safety mode failed. The patient left the clinic with this ICD programmed in backup mode (not optimized in this case). Preliminary analysis of provided data revealed that the normal functioning of ICD cannot be guaranteed. The device was reportedly explanted.